Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm. Customer¿s blood glucose was 190 mg/dl. Customer stated that drive support cap was normal. Troubleshooting was performed. Customer stated that she forgot to taken off the insulin pump while she went on magnetic resonance imaging. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Insulin pump will be returned for analysis.